Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The other proglide device referenced is being filed under a separate medwatch MFR number.

Manufacturer narrative:
(B)(4). Correction - lot number was changed from 40835k1 to 40825k1. Evaluation summary: the device was returned for evaluation. The reported event of no backflow from the marker lumen was not confirmed. There was no blockage noted during functional testing. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6f sheath after an interventional yttrium-90 radioembolization procedure. Reportedly, although the device was flushed prior to use there was no backflow from the marker lumen. A second proglide device was used with the same result. A starclose se device was used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reported to be in-training in the use of the proglide device. No additional information was provided.